Event description:
Pt blood glucose levels (in the 200's [mg/dl]) have been high since they started using device. Pt alleged that device is not delivering the proper amount of insulin. No treatment was received as a result of these incidents.